Event description:
It was reported by the aci distributor that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size to be 5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that when the physician withdrew the sheath and shuttle to the black handle; it was noticed that the advancer tube had not stayed down in the arteriotomy. The physician deflated the balloon and withdrew the device from the patient. At this point it was noted that "the sealant was attached to the balloon but had not begun to expand". The physician immediately applied manual pressure for approx 15 minutes at which time hemostasis was achieved. The patient was hospitalized for unspecified and unrelated reasons. The patient's discharge date was not provided.

Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the handle and covering the balloon proximal bond. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutted the distal tamp lock was observed on the polyimide shaft. The review of the lhr (lot f1230506) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyamide shaft. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging the tamp lock, resulting in failure to deploy.